Event description:
As reported, the patient had an inflammation on (B)(6) 2015. The patient presented on (B)(6) 2018 and continued knee effusion which became painful and had feeling of instability. No radiographic changes. Aspiration negative for infection. The case report form indicates that this event is possibly related to device, unlikely related to procedure.

Manufacturer narrative:
Pending investigation. D10: serial number. Item number and full description. (B)(6); 200-02-35 - three peg patella 35mm. (B)(6); 02-010-01-0240 - logic femoral ps cem left sz 4.. (B)(6); 200-02-35 - three peg patella 35mm. (B)(6); 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the joint effusion and instability reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. However, the knee instability may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.